Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter displayed an "error 4", an "error 5" and an unknown error message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported obtaining the unspecified error message of "replace strip" on (B)(6) 2016 at 6:25pm followed by the "error 4" and "error 5" message at 6:26pm. The patient informed the csr that he manages his diabetes with shots (other that insulin) and denied taking any action regarding his usual diabetes management due to the alleged error messages appearing. The patient reported that a couple of minutes after being unable to test his blood glucose due to the alleged issues he developed symptom of "sweat". The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and confirmed the correct testing process was being followed. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr walked the patient through a retest and the alleged issues remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issues and reportedly developed a symptom suggestive of a serious injury after the alleged error messages began to appear.